Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received low results for an unspecified number of patient samples tested for ca2 calcium gen.2 (ca) on a cobas 8000 c 702 module (c702). The customer provided data for one patient sample that had an erroneous initial ca result that was reported outside of the laboratory. The sample initially resulted as 1.29 mmol/l. The sample was repeated, resulting as 2.50 mmol/l. No adverse events were alleged to have occurred with the patient. The ca reagent lot number was 221425. The reagent expiration date was asked for, but not provided. The water supply quality at the customer site was questionable. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The customer has confirmed that they have not having any further issues.